Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). Sw = 3.18e. Unit received with a cracked and partially broken off piece from the reservoir tube lip, and a retainer ring that detaches from the reservoir tube lip at the side. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Also the middle (enter) keypad button is cracked.